Event description:
The customer observed a lower than expected vitros phbr quality control result (biorad 16602 result = 36.8 ug/ml vs. An expected result of 47.552 ug/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. No patient samples were known to have been affected. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros phbr quality control result was obtained. Patient samples were not known to have been affected. An ocd field engineer performed service actions to the immuno wash metering subsystem. However, it could not be confirmed that the equipment issues addressed by the service engineer were related to the event, as pre-service and post-service system performance were acceptable. The investigation could not determine a definitive root cause. However, a phbr slide related issue and/or a vitros immuno wash fluid and tip related issue cannot be ruled out as contributing factors. Additionally, an equipment related issue cannot be ruled out due to the occurrence of instrument condition codes at the time of the event.